Event description:
CT scan of the patient's head was obtained to evaluate his abnormal head shape and he was found to have a disconnection of his ventricular catheter from his snap top assembly. In fact, there had been bone growing in between the catheter and the cap of the snap top assembly. The patient did not exhibit any signs or symptoms of increased intracranial pressure. However, ophthalmologist examination revealed the presence of papilledema.======================manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter (per site reporter).======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).what was the original intended procedure?ventrticular shunt for hydrocephalus.